Manufacturer narrative:
(B)(4). Method: films. Results: difficult to position. Thrombus filled neck. Table was moved during the procedure. Unknown cause. Conclusion: difficult to position. Thrombus filled neck. Table was moved during the procedure. Unknown cause.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 56mm abdominal aortic aneurysm. Aneurysm and vessel morphology was reported as the proximal neck was between 32mm to 35mm in diameter and short and large in diameter. During the index procedure the physician selected a 36mm endurant bifurcated; however, during the procedure it was noted that the right renal was much lower than expected. The endurant graft was placed lower than originally intended. There was a small type ia endoleak. In addition, both hypos looked occluded or appeared to have a clot in them. The physician administered tpa; at one point the left external looked clotted. The physician administered more heparin, and moments later both hypos looked fine. During the procedure accidently the anesthetist physician placed an elbow on the control knob and that made the table were the patient was lying moved were the patient¿s back stayed stable but the patient¿s belly and pelvis dropped slightly. There was a concern that this could have triggered an issue with the hypos; however, there was nothing to substantiate that. The patient will remain under observation for potential additional treatment. No additional clinical sequelae were reported. A review of returned films pre-implant showed that the proximal neck was irregular in shape and contained thrombus. The neck diameter was 26 x 33mm diameter at the renals, and 1cm below measured 34 x 36mm. The 5.5cm diameter aaa was filled with thrombus. The 20mm distal aorta was calcified, and the iliacs were also very calcified. The hypo gastric iliacs appeared patent; bilaterally. Images during and post-implant were not provided; therefore the events could not be assessed. It is possible that the thrombus filled neck may have contributed to the type ia endoleak.